Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is cracked at the battery compartment. Customer stated that it was dropped. Blood glucose value was 439 mg/dl; she treated with the insulin pump. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.